Event description:
It was reported that there was a particle in the balloon of a small volume intermate. This issue was discovered after filling the device with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report wil be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured october 14, 2013 to october 15, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.